Manufacturer narrative:
The insulin pump motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to motor error alarm. The pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Level. The blood glucose at the time of the incident was 273 mg/dl. The customer treated with a syringe. The customer did not contact their healthcare professional and does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. However the motor error occurred more than once in the last 30 days. The device will be returned for analysis.